Manufacturer narrative:
Conclusion statement: records reviewed of product lot file and found to be complete, accurate, and acceptable. Product was manufactured and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.